Event description:
It was reported to philips that the device gave a device disabled message. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device was disabled, and cause was not determined. Rse suggested that the customer to perform operational check. After performing an operational check, the device returned to normal.